Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 585 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however, customer was experiencing an unrelated illness that possibly contributed. Additionally, customer was using exercise mode on the pump for an extended period of time. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 8/14/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.